Event description:
A user facility reports several pts suffering from urinary tract infections. The pt described in section a of this report is one of a group of pts affected. The user facility attributed the problem to backflow occurring in the drainage bag used on these pts, and reports that the problem went away when they discontinued use of this particular drainage bag.